Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital with high blood glucose levels and vomiting. The reported blood glucose reading at the time of the call was 277 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The customer could not conduct further troubleshooting at the time of the call. Advised the nurse to have the customer call back for further troubleshooting once he was feeling better. Nothing further was reported.